Manufacturer narrative:
No phacoemulsification tip was returned for a corneal burn. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract procedure that the patient experienced a corneal burn. The phacoemulsification tip was replaced and the surgery was completed. Sutures were used to close the incision. The product sample was not retained. Additional information was requested; however, none has been received to date. .

Manufacturer narrative:
A balance phacoemulsification tip was not returned. A device history record review was performed and it indicated the product was released based per the product¿s acceptance criteria. The root cause for the customer complaint issue cannot be determined. (B)(4).